Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device's therapy cable failed. There was no reported patient involvement/adverse patient impact.

Manufacturer narrative:
One power pca was returned for failure analysis. The reported problem was verified and traced to a defective pandora ii component. This caused the device to fail operational check by not being able to identify attached pads. The device operated as normal after the defective component was replaced.